Event description:
It was reported that during normal follow up, device interrogation revealed an alert for out of range hv lead impedance on rv-svc and svc-can vectors. The physician programmed the svc vector off. The device remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.